Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of a chronic type b dissection with a dilation of a descending aorta using two gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was inserted from the left side and two gore® tag® conformable thoracic stent graft with active control system were implanted. Reportedly, there was resistance when the 22fr sheath was inserted. Any endoleaks and any access vessel trauma were not observed. The procedure was concluded and the patient tolerated the procedure. On (B)(6) 2024, a follow-up CT revealed an occlusion of the left internal iliac artery due to a flap of a dissection in about the distal of the left common iliac artery to the origin of the left external iliac artery and a localized dissection in the left common femoral artery. The physician decided to monitor them. For the left internal iliac artery occlusion, it was occluded but the blood flow was secured from a collateral artery. It was reported that when the intraprocedural image was re-confirmed when the occlusion of the internal iliac artery was observed on the follow-up, the occlusion of the left internal iliac artery and the dissection in about the distal of the left common iliac artery to the origin of the left external iliac artery were able to be confirmed by the intraprocedural image, but these were not noticed during the initial procedure. It was reported that the dissection of the left femoral artery was not able to be confirmed during the initial procedure because whether the access trauma occurred was confirmed with the sheath was inserted.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6: added code d15, instead of code d1101 (removed code d1101).